Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not charge the pump with the wall adapter. The wall adapter was replaced and the pump was charged. Blood glucose was 222 mg/dl.